Event description:
Upon use of the covidien endo catch ii specimen retrieval pouch, it was noted that the retrieval pouch was not attached to the metal rim of the device. Diagnosis or reason for use: laparoscopic assisted esophagectomy.